Event description:
(B)(6) / flange fits pack for outpatient offices / product details: maymom is manufacture and polypropylene product sku a012-fxx, a012-b, lo12w-b, silicone products - m003-m, s005.40-d, e005-d, l005-d need manufacture IFU to reprocess these products. Pt: 4582. Device: 1319. Reference reports: mw5190019; mw5190020; mw5190021. This report captures: breast pump kit #1.